Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had an unintended rate change while infusing pitocin (concentration 30 units/500ml normal saline) . The initial infusion order starts at 2 ml then incremental increase by 2 ml based on labor results. At change of shift, the medication was infusing at 8 ml/hr however when the nurse checked the pump 10ml/hr was infusing. Nurse continued to run it at 10ml/hr since pitocin is a titratable medication. When rn returned less than 20 minutes later, rn noted the rate had now changed to 12 ml without anyone touching the pump. The nurse at that point changed out to a different pump module. There was patient involvement but no harm.

Event description:
It was reported that the pump module had an unintended rate change while infusing pitocin (concentration 30 units/500ml normal saline) . The initial infusion order starts at 2 ml then incremental increase by 2 ml based on labor results. At change of shift, the medication was infusing at 8 ml/hr however when the nurse checked the pump 10ml/hr was infusing. Nurse continued to run it at 10ml/hr since pitocin is a titratable medication. When rn returned less than 20 minutes later, rn noted the rate had now changed to 12 ml without anyone touching the pump. The nurse at that point changed out to a different pump module. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: concomitant med prod data. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.